Manufacturer narrative:
Qn#(B)(4). The customer returned two photographs of the lidstocks involved with the complaints for evaluation. From the photographs the lot numbers were able to be verified but the complaint of a needle stylet tight was not able to be confirmed. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The DHR file is not available for review. The certificate of compliances certify that the aforementioned lots meet the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the 6759638 lot certificate of conformance found that the needle set passed all the release criteria. The device was released in 12/2019 and is approximately 0.5 years old. A review of the 4769227 lot certificate of conformance found that the needle set passed all the release c riteria. The device was released in 10/2016 and is approximately 4 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed based on the customer photographs. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion of the ezio needle the stylet would not unscrew from the hub.